Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully released. Twenty minutes after the procedure, it was reported that the device was embolized in aorta. A percutaneous retrieval was complete successfully. The patient was reported stable.

Manufacturer narrative:
An event of device embolization with patient effects of chest pain, obstruction, and arrythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Fluoro and transesophageal echocardiogram (tee) images were received from the field showing the device implanted. Based on the available information, the cause for the reported device embolization with patient effects of chest pain, obstruction, and arrythmia could not be determined. An unexpected medical intervention was likely a result of case specific circumstances, as the device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a